Event description:
It was reported that during an unknown procedure the reload was stuck during the third stroke of firing. Patient required hospitalization.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. The following information has been requested: what device was being used? Did the device staple and cut at all? Was the device stuck on tissue? How was it removed? Once removed, was there damage to the tissue? If so, how was it repaired? Was the patient's hospitalization as a result difficulties with the device? If so, please explain how? What is the patient's current status? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected in closing, or firing? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? How is the patient currently? Is the patient expected to have a full recovery? Has the surgeon been inserviced on the use of the device? Has the device been sent back for analysis? No response has been received to date. A supplemental report will be sent upon receipt of further detail.

Manufacturer narrative:
(B)(4). Incomplete-interrupted firing. The analysis results showed that one ecr60w reload was received partially fired. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.